Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, an alert for out of range, greater than upper limit, hv lead impedance was observed. Connection issue with the svc pin and header was suspected. It was recommended to reprogram the device to single coil. Patient had dft testing previously and received a couple of shocks before. Physician knows that the device is working as programmed in spite of the issue. Physician decided not to do device reprogramming.